Event description:
It was reported to boston scientific corporation that during a procedure using an uphold lite vaginal support system on an unknown date, the mesh part of the leg assembly detached inside the patient while it was being pulled through the ligament. Reportedly, all of this mesh was retrieved from the patient. The physician removed this uphold device and completed the procedure with another uphold lite vaginal support system. There were no complications to the patient, who is reportedly doing well.